Event description:
A routine six month follow-up angiogram revealed occlusion of the right anterior cerebral artery (aca) a1 segment in the stented region. The patient was asymptomatic and was noted not to have taken the antiplatelet medications as prescribed at discharge following the stent assisted coil embolization. The exact cause of the occlusion was unknown, but the physician stated it was most likely intimal hyperplasia. No action was taken to treat the occlusion when it was discovered. Approximately twenty seven months after the stent was implanted, angioplasty was performed to treat the occlusion, but this was not successful. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Additional information provided by the user facility stated that the patient was given 81mg aspirin and 85mg of plavix prior to the procedure, the start date was not provided. During the procedure, the patient received 9000u of intra venous heparin. The patient was prescribed 81mg aspirin and 75mg plavix daily post procedure and discharged home, one week after the stent was placed, with a five month supply. It is not known for how long the patient adhered to the regimen.